Event description:
It was reported by the customer that during CABG, the cardiosave intra-aortic balloon pump (iabp) displayed auto fill error and unit will not pump. The device was in clinical use in or environment. The device was removed and switched with another device. No injuries were reported during switch or during error code. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and during initial inspection, it was revealed that the barbed fitting on iabp fill tubing was snapped off from the iabp fill port of the safety disk. The stm connected known balloon and known trainer. Autofill was initiated and device immediately started alarming with an autofill failure. The stm then placed an order for parts and applied red placard to device. Upon arrival of parts, the stm replaced barbed male luer fitting on iabp fill tubing. In addition, the stm, initiated autofill with known balloon and known trainer, and allowed device to pump for 60 minutes without any alarms or errors occurring. Subsequently, the stm completed full pm, safety, calibration, and functionality checks, all passed to factory specifications. The iabp was returned to the customer and released for clinical use.

Event description:
It was reported by the customer that during CABG, the cardiosave intra-aortic balloon pump (iabp) displayed auto fill error and unit will not pump. The device was in clinical use in or environment. The device was removed and switched with another device. No injuries were reported during switch or during error code. There was no harm or injury to the patient and no adverse event was reported.